Event description:
It was reported that the customer received a button error alarm on his insulin pump. Customer reported that he removed the battery and the display was black when inserting the battery again. Customer stated that the device has a crack in the corner but no moisture noted. Blood glucose level 141 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. No black display anomaly noted. Unable to perform operating currents due to buttons not responding. Device received with scratched lcd window. Device received with cracked case display window corner, cracked reservoir tube lip and scratched reservoir tube window.